Event description:
It was reported that the spinal cord stimulation (scs) patient a procedure wherein the implantable pulse generator (ipg) was revised for an unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.